Manufacturer narrative:
Results: no device received for evaluation. (B)(4).

Event description:
It was reported that balloon angioplasty of the proximal left anterior descending artery (lad) was performed with a 2.5 x 12 mm sprinter legend coronary balloon. During balloon inflation (at about 12 atm), the balloon burst and immediate staining of the left main artery was seen. The patient remained hemodynamically stable and did not report chest discomfort. A drug-eluting stent was deployed in the proximal lad and another drug-eluting stent was deployed overlapping the first stent and extending to the ostium of the lad. As the patient was completely asymptomatic at rest for 8 hours post-percutaneous coronary intervention, he was discharged home the same day under dual antiplatelet therapy with aspirin and clopidogrel. It was decided to treat the left main coronary artery dissection (lmd) conservatively with watchful waiting and a 6 months follow-up angiogram. Six months after conservatively managed lmd, the patient underwent a follow-up angiogram, which showed smooth left main vessel contours with to signs of left main stenosis or residual dissection. Another 6 months later (1 year after conservatively managed lmd), he was doing fine and reported no exertional dyspnea or chest pain.